Event description:
It is reported that the pt received an acetabular cup and had to be revised due to high levels of cobalt chromium and possible pseudo tumor.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on january 22, 2016 to enter additional information which had been received on january 19, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 56/50 p on the left side on (B)(6) 2008 . The patient was revised on (B)(6) 2012 due to pain,elevated cocr,pseudotumor and mild soft tissue reaction.